Event description:
I had breast implants mentor memory gel textured implants (B)(6) 2008. I had mammograms and MRI¿s. Also, under my left armpit there were heavy lumps there. They gave me a full body pet scan at (B)(6) in (B)(6). I was told it was cancer. Within the next couple of days I received a phone call from my surgeon saying it was silicone. I said I want theses implants out! Surgeon told me no you will look ugly! We will keep an eye on the implants. I also have nodules in my lungs and had CT scans of my lungs every year for 5 years at (B)(6) then I went to (B)(6) for my scans. My doctor at (B)(6) told me she didn¿t think it was cancer she thought it to be silicone. I had my MRI in (B)(6) 2019 of my breast and it showed there was silicone all inside my chest up to my shoulder. I had my implants removed (B)(6) 2019 after interviewing plastic surgeons. I am suffering to this day financially, emotionally, physically, mentally from what I¿m still going through. These implants did not complete the FDA testing that were supposed to and the FDA let them back on the market in 2006 deemed as the new and improved breast implants. I¿m the recipients of these breast implants. ¿I¿ve had a total of lymph no.¿ FDA safety report ID # (B)(4).